Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm which is off-label usage of the device on (B)(6) 2024. The patient received a low cgm reading (no specific value reported), however, he was experiencing increased thirst (a symptom of hyperglycemia). The patient decided to go the emergency room and was taken there by his wife. At the ER, the patient¿s cgm was reading 40 mg/dl and the bg meter was reading 654 mg/dl. The patient was treated with IV fluids and insulin. The patient was discharged home after approximately 6 hours. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.